Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery for drainage of abscess and removal of mesh", however, no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch, reference number 0123680), lot number 43bqd732 was implanted to repair the hernia defect. (B)(6) 2008: the patient underwent an additional surgery for drainage of abscess and removal of mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery for drainage of abscess and removal of mesh", however, no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of composix mesh e/x, patient was diagnosed with infection, hernia recurrence, abscess, hematoma, abdominal pain and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and hematoma as possible complications. Review of manufacturing records confirms product was manufactured to specification updated fields (UDI no), corrected field: manufacturing date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch, reference number 0123680), lot number 43bqd732 was implanted to repair the hernia defect. On (B)(6) 2008: the patient underwent an additional surgery for drainage of abscess and removal of mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿the hernia sac and adhesions were taken down. Superior to hernia sac multiple defects were found. A piece of composix mesh was placed in the intraabdominal space and secured by using sutures." On (B)(6) 2008 - patient was diagnosed with abdominal pain, infection and recurrent incisional hernia thereby underwent open repair with the explant of composix e/x mesh. Per operative notes, ¿there was a fair amount of scar in the subcutaneous tissue and abscess was identified. The mesh appeared to be crinkled up and not incorporated into the subcutaneous tissue. The mesh was excised." Attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence, removal of mesh and emotional injuries.